Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision recommended update received: (B)(4) 2013 - added side hip: left, added revision date: (B)(6) 2014 and added products: all.update - added additional surgeon taken from claimsuite dated (B)(6) 2013.update - filed out mw fields, received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Update received: 25th november 2013 - added side hip: left, added revision date: (B)(6) 2014 and added products: all. Update - added additional surgeon taken from claimsuite dated 12th december 2013. Update - filed out mw fields, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 25th march 2014. Update - amended original surgery date taken from claimsuite dated 10th april 2014. Update - added reason for revision, taken from claimsuite dated 17th june 2014. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Update received: 25th november 2013 - added side hip: left, added revision date: (B)(6) 2014 and added products: all. Update - added additional surgeon taken from claimsuite dated 12th december 2013 update - filed out mw fields, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 25th march 2014. Update - amended original surgery date taken from claimsuite dated 10th april 2014. Update - added reason for revision, taken from claimsuite dated 17th june 2014. Reason(s) for revision: alval / soft tissue reaction. Update received 11th september 2014. (B)(4) has been found to be a duplicate of this com. Attachment transferred. Additional information added: clinical reference number added. Status amended to "clinical trial". Patient details (height, weight, dob, sex) added. Additional reasons for revision added. Stem added. Expiry dates added. Reason(s) for revision: alval / soft tissue reaction, periprosthetic osteolysis of internal prosthetic joint.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision recommended update received: (B)(4) 2013 - added side hip: left, added revision date: (B)(4) 2014 and added products: all. Update - added additional surgeon taken from claimsuite dated (B)(4) 2013. Update - filed out mw fields, received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(4) 2014 update - amended original surgery date taken from claimsuite dated (B)(4) 2014.